Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023, on an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement the patient experienced abdominal pain. An emergency CT scan was performed which revealed air in the free abdominal cavity. It was reported that the patient received unknown antibiotics at home. After multiple query attempts, no further information was provided on the reason behind the antibiotic treatment, and no final diagnosis was available. However abbvie has conservatively chosen to report this event.